Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known from the site. A manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed because the issue could not be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system "had issues tracking instruments". No patient was present at the time of the event.